Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the patient¿s device was replaced on (B)(6) 2018, as the device was at end of life (eol). A spinal cord stimulator failure was noted in the pre-operative diagnosis. No further complications were reported or anticipated. Additional information was received from the healthcare provider. They stated that it is unknown if the patient¿s ins reached eol normally. The hcp indicated that the patient reported their device was turned off in 2003 because it was not providing relief. They also noted that the device was rubbing on the patient¿s clothes and was uncomfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID: 3998, lot# lb7566, implanted: (B)(6) 2004, product type: lead. Analysis of the ins (B)(4) indicated that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Analysis of the extension (B)(4) indicated that there was a breached depression in the outer insulation exposing the #5 conductor 12.5cm from the proximal end. Fdm 10, fdr 174, fdc 12 apply to the extension. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. (B)(4). If information is provided in the future, a supplemental report will be issued.